Event description:
It was reported that the left ventricular (lv) lead had dislodged causing dyssynchrony and worsening congestive heart failure (chf). The lead was extracted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicates apparent explant damage. Concomitant: d224trk ICD implanted: 2010-(B)(6). (B)(4).